Event description:
Customer states tubing when attached to pump and to pt caused blood to infuse to the bag. There is a blue piece closes to the pump and a yellow piece that was closet to the bag when compared to a non problem bag the colors were reversed.

Manufacturer narrative:
The complaint was confirmed.